Event description:
Procedure: colonoscopy with balloon dilatation through the scope. Using an alliance syringe loaded on a metal gun the balloon was inflated then had difficulty deflating. The balloon did not deflate completely. Deflation was done manually without the use of the metal gun. Post procedure the balloon was tested and again it did not deflate completely. It had to be deflated manually. Product: cre pro wire guided balloon dilatation size 15mm 16.5mm 18mm. Ref #m00558700 gtin 087147297897586 lot# 20641501. Alliance syringe/gauge assembly; ref m005450600, gtin (B)(4) ,lot # 23549651.